Event description:
It was reported via voluntary medwatch that the patient's lead exhibited t-wave oversensing in false atrial fibrillation episodes. No intervention was performed. The patient's condition was unknown.